Event description:
Left with a poor body image after the birth of my daughter, I opted for breast implants. I was a fool. Adding injury to insult, for the past few years I have felt progressivly more ill. I have no medical insurance. I can not afford testing, or a consult. I am one of many.